Event description:
It was reported that this pacemaker was found to be operating in safety mode. The device remains in service but should be return when explanted. No adverse patient effects were reported.